Event description:
Determined to be reportable based on analysis completed on 01/25/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the obtuse marginal left circumflex. The details of the lesion are unknown. The 3.50x24mm taxus liberte stent was unable to cross the lesion due to resistance. The patient status is good. However, the device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the mid-section of the stent. Several stent struts were raised. This type of damage is consistent with the device meeting some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.